Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- persistent ablation procedure with a vizigo and during a redo-persistent afib case, when trying to perform transseptal (after puncturing with the needle), the physician tried to maneuver the sheath / dilator into the left atrium (la) but was not able to. He could not deflect the sheath, nor maneuver as he normally can. The sheath was replaced, and this issue was resolved. The procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
The device was returned for investigation on 08-apr-2025. It was reported that a patient underwent an atrial fibrillation (afib)- persistent ablation procedure with a vizigo and during a redo-persistent afib case, when trying to perform transseptal (after puncturing with the needle), the physician tried to maneuver the sheath / dilator into the left atrium (la) but was not able to. He could not deflect the sheath, nor maneuver as he normally can. The sheath was replaced, and this issue was resolved. The procedure was successfully completed. There was no patient consequence. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual and dimensional inspections, and deflection test of the returned device were performed following j&j procedures. Visual inspection was performed, and the electrical cable was observed damaged. The electrical wires were cut and separated from the handle. Per the event reported, a deflection test was performed, and the curves were deflecting within specifications. No deflection issues were observed. Finally, to identify if there are resistance issue during the usage of the sheath, a detailed inspection of the tip was performed and no electrodes damaged, bent or detached were observed. A dimensional test was performed, and the outer diameters of the device were found within specifications. No factors related to the resistance during the usage of the device were identified. A device history record evaluation was performed for the finished device number 60000532 and no internal action was found during the review. The deflection and resistance issues were not confirmed. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The electrical damage identified during the investigation is unrelated to the issue reported by the customer. The potential cause of the damage cannot be established. The instructions of use contain the following recommendation: the catheter is recommended for use with an 8f guiding sheath because the distal spines may be damaged if used with a sheath that is not compatible. Do not use the catheter in conjunction with transseptal sheaths featuring side holes larger than 1.25mm in diameter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).